Manufacturer narrative:
The subject device was returned to the olympus repair center. The customer¿s issue was confirmed as the cable unit is defective causing image problem and the cable insulation is kinked, cut and leaking. The device was last serviced via repair on may 17, 2022. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oekg) was informed that the customer high-definition camera head has a ¿defective cable, no image transfer¿. The customer reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed was because water entered from the scratches on the cable coating and deteriorated the cable. As to a cut on the cable and water leakage, the contents described in the instruction manual were checked and found the following descriptions. The reported phenomena might be prevented by following these descriptions. "Never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.